Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. The pump uploaded to care link pro web and generated all nine summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible over delivery. Customer's blood glucose level was 84 mg/dl at the time of incident and current blood glucose level was 296 mg/dl. Customer¿s other blood glucose level was 163 mg/dl, 138 mg/dl. Customer treated with food. Customer was neither in emergency room and nor in hospital. Customer states insulin pump was on auto mode. The reservoir will be returned for analysis.